Manufacturer narrative:
Captures the reportable event of delivery system difficult to remove. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex tracheobronchial covered distal release stent was to be used to treat a tracheoesophageal fistula during a tracheal stent placement procedure performed on (B)(6) 2018. According to the complainant, during procedure, the stent was caught by the delivery system upon withdrawal and was pulled out together from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event.